Manufacturer narrative:
The implantable neurostimulator, extension, and lead were returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The pt experienced shocking stimulation and intermittent stimulation. The extension was fractured at the implantable neurostimulator-extension site. The entire spinal cord stimulations system was removed. A magnetic resonance imaging was planned. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.